Event description:
Pcs21 was attached to the fs214. The anvil was attached and closed into firing range. The pc displayed "in firing range". The fire key was pressed twice. During the firing sequence, there was a lot of torque and the dlu was making very loud noises. The pc displayed "firing cycle completed". After the firing, the device made a loud pop when it opened to the 5mm gap. The anastomosis was incomplete and the staples never formed b's, but the dlu did cut the tissue. The dlu never closed to the 1.7mm gap. The anastomosis was hand sewn to complete the case.